Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: sr0 sheath (model# unknown, lot# unknown). Carto 3 system (model# fg-5400-00c , serial(B)(4)). Smartablate generator (model# m-4900-07 serial # unknown). Smartablate pump (model# m-4900-08, serial# unknown). Pentaray nav eco catheter (model# d-1282-07-s, lot # unknown). Soundstar catheter (model# m-5723-05, lot# 10439011). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation stsf catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the case, the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 300cc of fluid from the pericardium. Extended hospitalization was required to monitor the bleeding. Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event. It appears to have a linear line attached between the papillary muscles within the left ventricular chamber. Physician¿s opinion regarding the cause of the adverse event is that it occurred while maneuvering the bwi ablation between the anterior and posterior papillary muscles during ablation phase. There were no errors observed on any bwi equipment during the procedure. Transseptal puncture was not performed. An sr0 sheath was used during the procedure. The generator was in power control mode for stsf catheter and the thresholds were in standard parameters based on the instructions for use IFU recommendation. The power did not titrate during the ablation. The overall time for ablation at the time of the injury was less than 20 minutes. The catheter irrigation flow was set at 2 cc during mapping and while ablating, it was 8 cc if less than 30 watts or 15 cc if above 30 watts. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) between 300-350 seconds. The smart touch catheter was not in close proximity to another catheter. The carto 3 system did not indicate to re-zero the catheter.